Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a capture anomaly and high, out of range pacing lead impedance were observed. The lead was capped and replaced. Patient was fine after the event.